Manufacturer narrative:
The customer reported the need to calibrate more often than recommended. Service was initiated on (B)(4) 2008, repairs were performed. On (B)(4) 2008, the customer reported that the issue was not resolved. Per the service report on (B)(4) 2008, "ise decontamination done, flowcell carbon bridge replaced, potassium tip & calcium tip replaced, electrodes cleaned. Ratio pump taken apart & cleaned." Per the customer on (B)(4) 2008, the issue appears to have been resolved. Root cause was not determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events. This MDR is related to the following mdrs that have been reported: 2050012-2011-07634, 07635, 07636, 07637.

Event description:
The customer contacted beckman coulter, inc. (Bci) to report erratic test results for sodium and potassium were obtained with the ise (ion-selective electrode) system of the unicel dxc 600 synchron clinical system. The laboratory was monitoring the patient results through the anion gap and performing controls at an increased frequency. Specific test results for the patients were not provided. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, and no affect to patient treatment as a result of this event. This is event 1 of 5 reported by this customer. An MDR was filed for each day/work shift the malfunction occurred.